Event description:
Paramedics responded to a person, condition unknown. The device was connected to the patient with ECG electrodes and a 4-lead patient cable for cardiac monitoring. According to the reporter, the device alarmed "ECG leads off", displayed dashed lines and would not display the patient's rhythm. A backup defibrillator was called for and used. No adverse affects to the patient were reported as a result of the alleged malfunction.